Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Snapping of instrument. This is becoming a regular incident. Correct steps are being observed to ensure that product is used correctly but this item is repeatedly stripping or breaking. In this incident the instrument was brand new and was the first use of the instrument, I was advised to use a viper x25 tightener as the metal was stronger but this also snapped. The surgeon advised that he felt that he needed to put more force through than usual so we believe that the torque limiting handle (286745500) could be the issue and he would like this tested as we feel it was not clicking at the required 80 lb psi. Delay to surgery 20 minutes. Account manager advised on phone: tip of screwdriver left imbedded in implant, and implanted.

Manufacturer narrative:
One (1) viper2 final tightener handle [product code: 2867-45-500, lot no: gb34025] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned as it remained implanted, imbedded in the hexlobe feature of the polyaxial screw. The fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 final tighter distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.